Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had failed in preventive maintenance and device failed patient side occlusion, occlusion was too low at 7.27psi. Device needs to be repaired. There was no patient involvement.

Event description:
It was reported that the device had failed in preventive maintenance and device failed in patient side occlusion, occlusion was too low at 7.27psi and device needs to be repaired. There was no patient involvement.

Manufacturer narrative:
Additional information : device available for eval?, returned to manufacturer on, device return to manuf .?, imdrf annex a, g, b, c and d grids. Correction: device eval by manufacturer? Omit: a08 - calibration problem (2890), g07001 - part/component/sub-assembly term not applicable, b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available.